Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a conclusive cause for the reported single leaflet device attachment (slda) could not be determined. The difficult or delayed positioning was an outcome of poor image resolution. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed at a2p2. During grasping, difficulties were met due to the visualization however the clip was able to be deployed. A second cds was advanced and placed lateral to the first clip. Again, difficulties were met during grasping due to the visualization. After deployment, it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda)). The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.